Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Ischemic stroke: without imaging evidence to confirm the source of the stroke was due to a clot that passed through the impella device, the relation to impella is unknown. Hemorrhagic stroke: without a pre-existing ischemic stroke, if heparin was in the purge, it is unknown if the cause of the stroke was due to heparin. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after normal explant of the impella cp, the percutaneous cardiopulmonary support (pcps) was difficult to insert, the patient experienced a stroke and died with insertion. No further information is available. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.